Manufacturer narrative:
Summary of eval: the device is not manufactured in the u.s. A leibinger locking screw mandibular displacement was detected by a physician 11 months after implantation. The plate failure was confirmed by subsequent x-ray examination. A fractographic examination was carried out to investigate the reason for failure. Sem micrographs clearly prove by the presence of fatigue striation as on the fracture surfaces of both fragments that the reconstruction plate failed in fatigue mode due to excessive cyclic load. No damage related to material or mfg was detected. A redesign project has been initiated to improve the reliability and performance of this device. No further corrective action is considered to be necessary.

Event description:
In a surgery for oral cancer, the dr reconstructed the pt's mandible using a titanium reconstruction plate and iliac bone after osteotomy. After the surgery, the site became infected and the implanted iliac bone melted away leaving only the plate at the site. The dr observed mandibular displacement eleven months after surgery. An x-ray confirmed that the plate was fractured. The plate was explanted and replaced by a new plate.